Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Returned to manufacturer on: 5/6/2021. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received wrapped in gauze inside a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in pieces (not all pieces of the lens were received), which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye reason for explant not provided. Another johnson & johnson lens model zxr00, lower diopter 24.0 was implanted as a replacement. There was no complications reported. No additional information was provided.

Manufacturer narrative:
Additional information: further information was provided and reported that unplanned sutures were required. No additional information was provided. The following section has been updated accordingly: section h6: health effect - impact code: 4625 sutures all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.